Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was intended to be implanted to treat an advanced cholangiocarcinoma in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. The patient was a sixty-year-old male with previous diagnosis of bile duct cancer and bile duct stenosis. During the attempted ercp, the plan was to insert a metal stent for decompression and drainage. After preparing the guidewire and successfully inserting the catheter, the stent was advanced over the guidewire. However, when attempting to deploy the stent, the pusher could not be advanced out of the sheath normally. Despite repeated attempts, the stent still could not be deployed. Upon withdrawal, it was found that the stent was damaged. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.